Event description:
It was reported that a device movement occurred. A left atrial appendage (laa) closure procedure was performed using a 35mm watchman flx laa closure device with delivery system (wds). During a routine follow-up examination 45 days post index procedure, transesophageal echocardiogram (tee) revealed the closure device had shifted proximally on the limbus side from the original implant position. The patient will undergo additional follow-up in 60 days to monitor the shifted closure device.

Manufacturer narrative:
B3: date of event - aware date of 22dec2023 used as event date is unknown.